Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was 193 mg/dl.